Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the clip shaft broke during the clean-up process. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. During the evaluation it was noted that the proximal tube shaft was broken in two pieces. The condition of the instrument precludes functional evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged shaft condition may occur with intentional over flexure of the shaft during clinical application causing the shaft to bend or break. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.